Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Investigation summary: two (2) videos were provided for evaluation; both videos confirm the complaint of the spike leak. The probable cause is unknown without the return of the failed sample. The DHR for lot number 13992335 was reviewed, no relevant nonconformities observed that would have contributed to this complaint.

Event description:
A complaint was received regarding a clave¿ connector IV bag access device that experienced leakage during use. The following issue was reported by the customer: ¿the reporter stated that during the preparation of a bag of paclitaxel lot: 2513ik1 and expiry: 01/04/2025, after attaching the spike in question there was a loss of cta from the spike, not at the point of engagement, but in the lower part. There was no patient harm. The actual sample is not available, sample videos were provided.¿ in clarification to the above entry, there was a leak noticed from the spike. There was no blood loss. The patient was involved; however, no harm was reported.